Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and end of life. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized for shortness of breath and fatigue. The patient was found to be in atrial fibrillation. Upon testing this pacemaker the battery gauge displayed beginning of life (bol) however the estimated longevity displayed less than .5 years remaining. All other device testing was normal. Upon further testing the device then declared elective replacement time (ert). A device memory download was performed and the reason the device had incorrectly indicated bol or why the device had not displayed ert sooner could not be determined. The device had reached ert therefore device explant was recommended. No adverse patient effects were reported.

Event description:
The device was explanted three months later and returned for analysis.